Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate electric shocks for supraventricular tachycardia (svt) in the programmed therapy zone. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.